Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: the user selected evolution® biliary controlled-release stent - partially covered for malignant stricture of the common bile duct. The stenosis was not so severe and the bile duct and the scope were not tortuous. He advanced the delivery system to the target site and started stent deployment. He kept the sheath to be straight not to put a load or pressure to the device. However, he heard 'snapping sound' at the fourth squeeze of the trigger and felt something wrong. So he recaptured the stent and removed the delivery system to check the device function. Then he found it was unable to deploy the stent anymore. He replaced it with another evolution® biliary controlled-release stent - partially covered to complete the procedure. Device evaluation: the evo-pc-10-11-8-b device of lot number c1345316 was returned to cook ireland and evaluated on the 14-feb-2018. The following additional information was also provided: for complaints occurring during use (once in contact with endoscope) also ask: 1. What is the reorder number of the wire guide used with this device? - boston scientific's jagwire 0.035 inch 2. Had a sphincterotomy been performed prior to this occurrence? - yes 3. Had dilation of the obstructed area been performed prior to this occurrence? - no 4. What is the endoscope manufacturer and model number that was used? - olympus / model unknown 5. Please describe the location in the body where the stent was to be placed. - common bile duct 6. Was resistance encountered when advancing the wire guide through the obstructed area? - no 7. Was resistance encountered when advancing the stent and introducer through the obstructed area? - no 8. Was the introducer advanced through the side of a previously placed stent? - n/a 9. Please estimate amount of time the stent was in place prior to this occurrence. - n/a 10. Did any section of the device detach inside the endoscope or patient? - no 11.if not with the device in question, how was the procedure finished? - with another evolution® biliary controlled-release stent - partially covered. Lab evaluation: upon evaluation of the returned device, the lockwire was returned in place. The red shuttle deployment marker was at the back half of the handle. The directional button was not fully engaged on return. There was a slight kink on the flexor at 61cm. There was no stent exposure. Actuation for deployment and retraction was not possible. The device was dismantled during the lab. The flexor was seen to be broken at the shuttle cap. The stent was manually deployed during the lab and was noted to be okay. Customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken at the shuttle cap during lab evaluation. Root cause: a possible cause for this event is the kink on the flexor caused a buildup of pressure resulting in the flexor breaking. Document review: prior to distribution all evo-pc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-8-b device of lot number did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #; upon review of complaints this failure mode has not occurred previously with this lot #. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken at the shuttle cap during lab evaluation. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". The user selected evolution® biliary controlled-release stent - partially covered for malignant stricture of the common bile duct. The stenosis was not so severe and the bile duct and the scope were not tortuous. He advanced the delivery system to the target site and started stent deployment. He kept the sheath to be straight not to put a load or pressure to the device. However, he heard 'snapping sound' at the fourth squeeze of the trigger and felt something wrong. So he recaptured the stent and removed the delivery system to check the device function. Then he found it was unable to deploy the stent anymore. He replaced it with another evolution® biliary controlled-release stent - partially covered to complete the procedure.